Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction during dat testing using polyspecific gel card lot # 061316005-01 exp 4/5/2017. According to customer, patient with previous history of positive dat was tested on provue ((B)(4)). After getting negative reaction, dat was reported as negative to clinician. Because of previous history, clinician requesting testing be repeated. Using manual gel method, dat showed no negative reaction. Customer also tested sample using anti-igg gel card and again no reaction noted. Sample was then sent to reference lab for additional testing. Results from reference lab indicated that dat was positive for c3d (cold auto antibody). Dat was negative for igg. Same lot # mts diluent 2 used and same lot # of polyspecific card was used for manual and automated method. Customer stated daily qc testing was performed and acceptable. Issue started on (B)(6) 2017 reported 3/23/2017. Methodology used: provue and manual gel method: test repeated: yes.